Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical australia. During the investigation it was noted that the reported problem relating to the pacer failure was verified. The pace/defib (pd) engine was replaced to remedy the problem. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device displayed an unspecified "pacer fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.